Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 7 pm with a low blood glucose level of 35 mg/dl. The customer stated that it was a hot day and they could not tell the difference if they were hot or going into a state of shock. The customer stated the cause of the low blood glucose may have been too much exercise and insulin on board. The customer did not return the product back for analysis.